Manufacturer narrative:
The device was received and evaluated. No fluid was seen inside the device before and after the housing was taken off. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. When the housing was taken off a tear in the exposed portion of the soft cannula was found torn and fluid was seen exiting the tear. It could not be conclusively determined how or when the damage to the cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose rose to 22 mmol/l (396 mg/dl) while wearing the pod for longer than 48 hours. Insulin was reportedly observed inside the pod.